Event description:
The meter is not working properly. Stated that sometimes the symbols on the last number will not appear. A review of the system was conducted. This review indicated that segments were missing from the units position of the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.